Event description:
A customer reported experiencing a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. The customer successfully loaded the cartridge back onto the pump, and it was suggested that they follow up if any issues continued.